Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 350cc saline breast implant, catalog # 3501655, lot # 240018. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: it was reported that a 65 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. The impacted device was returned to mentor; however, the explantation date is unknown. The device was returned to mentor without fluid inside. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease extending to both views. A line of shell abrasion was observed within the crease on the anterior view, suggesting in-vivo folding or creasing of the device. A rent was discovered within the shell abrasion measuring less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).